Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was implanted. Prior to discharge, the patient had leg pain and decreased renal function. Imaging was done, and the device was noted to be in place. The patient continued to have symptoms and a few hours later a computed tomography (CT) scan was performed, and it was found that the closure device had embolized to the abdominal aorta. The physician attempted to snare the closure device but was unsuccessful. A covered stent graft was placed over the closure device collapsing it against the aorta. The patient was kept in the hospital for monitoring of renal and gastrointestinal issues. The patient passed away five (5) days later from multiple organ failure while in the hospital.